Manufacturer narrative:
Patient codes: 1685,1695,1932,2240. It was reported that the patient experienced hernia recurrence, inflammation, adhesion and abdominal pain following surgery. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent a hernia repair procedure on (B)(6) 2016 and mesh was implanted it was reported the patient experienced an undisclosed adverse event. Other impacted product is captured in another file. No additional information was provided.